Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a recent blood glucose level of 40 mg/dl, which was treated with food and juice. Low blood glucose troubleshooting was declined. The customer also reported large differences between sensor and blood glucose level readings. The insulin pump was not replaced or returned for analysis. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
The information provided date of event with the initial report was incorrect and blood glucose details was also updated. The correct information has been included with this report.